Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was pinched. The cause of the non-functional response buttons is the damaged cable. The root cause of the pinched cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor response buttons were unable to activate the monitor.